Event description:
It was reported that four months post implant it was found that the patient had multiple thrombus in their heart. It was noted that the patient had a rv (right ventricular) and lv (left ventricular) thrombectomy. The device and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.